Manufacturer narrative:
Initial reporter facility name and address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unspecified procedure, the subject device had no image. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion of electrical contacts of connectors. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the occurrence could not be identified based on the information obtained from this complaint and the results of the investigation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during an unspecified procedure, the subject device had no image. The procedure was completed with a similar device. There were no reports of patient harm.